Event description:
The manufacturer received information alleging that patient uses the device, then gets sick, he stops using it and feels better. Every time he uses the machine, he gets lung issues and has to use antibiotics for bronchitis. The patient reports not feeling good and has phlegm the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that the patient experiences recurring lung issues and requires antibiotics for bronchitis every time he uses the device and feels better when he stops using it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previous report was reported as a serious injury. Upon review, this complaint was determined to be a product problem.